Event description:
Per complaint (B)(4), during clinical procedure, implant dropped from the implant driver.

Manufacturer narrative:
Patient age is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.